Event description:
Sorin group received a report that the touch screen of the s5 roller pump was intermittently functioning and would respond incorrectly to touch. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 touch screen, which is a component of the s5 double head pump. The 510(k) number of the s5 roller pump is k071318. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was intermittently functioning and would respond incorrectly to touch. There was no pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.